Manufacturer narrative:
Device evaluation summary: the medtronic service personnel (sp) inspected the ventilator and identified a relevant error code in the ventilator memory logs. The sp evaluated the device but could not duplicate the reported issue. The sp updated the software to the most current version. The ventilator passed all testing and was returned to the customer. The ventilator logs were reviewed and confirmed that the device entered back up ventilation (buv). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use, on a patient, this 980 ventilator had mixed flow sensor oor (out of range). The patient was removed from the ventilator and placed on an alternate ventilator with no harm reported. The ventilator logs were reviewed and confirmed that the device entered back up ventilation (buv).